Event description:
Revision surgery due to traumatic luxation of the prosthesis right knee with exchange of the tibial insert and implantation of a patellar component. This issue was described in documents that we have received to (B)(4) (your ref. 9613369-2016-00097).